Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type g6.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels declined to 40 mg/dl while wearing the pod. Patient reported this is one of several instances where he experienced hypoglycemia and was transported to the emergency room (ER) via ambulance as he was unconscious. Patient reported he usually treats his hypoglycemia with liquid carbohydrates, however the paramedics had to treat his hypoglycemia due to unconscious. Treatment provided by the hospital was not provided. The patient reported concerns of malabsorption of food as he has been on total parental nutrition (tpn) with 3 of his hospitalizations for hypoglycemia. The pod was worn when seeking medical attention.